Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va01ha5, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-jul-2016, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to get MRI information. The caller indicated that the medical records available showed that the patient had a revision to replace components in 2015 as a result of lead migration. They indicated that the records showed the patient had received percutaneous tibial nerve stimulation in the past. They did not have any further details about the issue that resulted in the revision. Troubleshooting was not required, and the issue was not resolved through troubleshooting. MRI information was reviewed.